Event description:
It was reported to boston scientific corporation on (B)(6), 2009, that an excelon transbronchial aspiration needle was used during a bronchoscopy procedure performed on (B)(6), 2009 (age: (B)(6)). According to the complainant, during the procedure, the needle extended normally to take aspiration, but could not be retracted into the sheath. The scope and needle were removed from the patient in tandem and the needle was removed from the scope. The physician did not perform the needle aspiration. The procedure was completed with brushing and washing. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6), 2009, that an excelon transbronchial aspiration needle was used during a bronchoscopy procedure performed on (B)(6), 2009 (female patient; middle 50's; weight is unknown). According to the complainant, during the procedure, the needle extended normally to take aspiration, but could not be retracted into the sheath. The scope and needle were removed from the patient in tandem and the needle was removed from the scope. The physician did not perform the needle aspiration. The procedure was completed with brushing and washing. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.